Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
A getinge service representative attempted to perform the running test on the cardisoave intra-aortic balloon pump (iabp) before delivery to the customer, and the display panel was disturbed and the running tests could not be performed. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
Per getinge policy, all failed out of box parts should be evaluated at the national repair center to determine root cause of alleged failure in the field. However, a company representative has advised that the touch panel was erroneously discarded and therefore not available for return evaluation.

Event description:
A getinge service representative attempted to perform the running test on the cardisoave intra-aortic balloon pump (iabp) before delivery to the customer, and the display panel was disturbed and the running tests could not be performed. There was no patient involvement, and no adverse event was reported. This is an out-of-box failure of a part.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue replaced the touch panel assembly and performed running test without any re-occurring problem. The iabp was returned to the customer and has been released for clinical use.

Event description:
A getinge service representative attempted to perform the running test on the cardisoave intra-aortic balloon pump (iabp) before delivery to the customer, and the display panel was disturbed and the running tests could not be performed. There was no patient involvement, and no adverse event was reported. This is an out-of-box failure of a part.

Manufacturer narrative:
It has been determined that this complaint was not for an out-of-box failure because the unit was being used clinically prior to the event, thus part return evaluation was not required.

Event description:
It was reported that when a getinge field service engineer (fse) attempted to perform running tests on the cardiosave intra-aortic balloon pump (iabp) during service testing, the display panel was disturbed and the running tests could not be performed. There was no patient involvement, and no adverse event was reported.